Event description:
According to the patient¿s family, the patient has recently passed away very suddenly and unexpectedly from apparent cardiogenic shock and myocardial infarction. The family was concerned that this may have been due to a faulty pacemaker. The patient seemed fairly well the day before but at that night she became short of breath and in the morning was taken to the hospital where she had x-rays, blood tests and ultrasound, etc. The pacemaker was checked and found to be running at twice the normal rate. The device was explanted and the leads have been cut by the funeral directors.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
According to the patient¿s family, the patient has recently passed away very suddenly and unexpectedly from apparent cardiogenic shock and myocardial infarction. The family was concerned that this may have been due to a faulty pacemaker. The patient seemed fairly well the day before but at that night she became short of breath and in the morning was taken to the hospital where she had x-rays, blood tests and ultrasound, etc. The pacemaker was checked and found to be running at twice the normal rate. The device was explanted and the leads have been cut by the funeral directors.

Event description:
According to the patient¿s family, the patient has recently passed away very suddenly and unexpectedly from apparent cardiogenic shock and myocardial infarction. The family was concerned that this may have been due to a faulty pacemaker. The patient seemed fairly well the day before but at that night she became short of breath and in the morning was taken to the hospital where she had x-rays, blood tests and ultrasound, etc. The pacemaker was checked and found to be running at twice the normal rate. The device was explanted and the leads have been cut by the funeral directors.

Event description:
According to the patient¿s family, the patient has recently passed away very suddenly and unexpectedly from apparent cardiogenic shock and myocardial infarction. The family was concerned that this may have been due to a faulty pacemaker. The patient seemed fairly well the day before but at that night she became short of breath and in the morning was taken to the hospital where she had x-rays, blood tests and ultrasound, etc. The pacemaker was checked and found to be running at twice the normal rate. The device was explanted and the leads have been cut by the funeral directors.